Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 41 mg/dl, and the bg meter was reading 39 mg/dl. The patient reportedly passed out twice. The patient¿s spouse could not provide a timeframe for when and how long the patient lost consciousness. When the patient regained consciousness on her own, she was treated with glucose tablets and glucose drinks. After approximately three hours, the patient¿s cgm was reading 43 mg/dl, and the bg meter was reading 131 mg/dl. The patient was experiencing a headache and dizziness. The patient¿s spouse drove her to the emergency room. At the ER, the patient¿s cgm was reading 141 mg/dl, and the bg meter reading was reading 191 mg/dl. The patient was treated with unspecified medications and had an EKG done. The patient was discharged home after approximately 5 hours. The patient still had a headache and dizziness at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid three hours after treatment and at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.